Event description:
Nurse reported hospitalization. Customer was hit by a car. Customer is experiencing low blood glucose. The insulin pump is alarming motor error. The blood glucose reading is 97 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.